Manufacturer narrative:
Examination of the returned used device plpul2020 found the bovie tip used during this incident was not returned and could not be evaluated. However a functional test was performed on the device with one of the lab¿s bovie tips, and the device worked as intended. No fault was found with the device. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised the following: the electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, ultra surgical smoke evacuation pencil was being used on (B)(6) 2025 and the ¿plpul2020-long bovie tip burned through drape. Dual procedure with general surgery and thoracic. Exploratory laparotomy with partial hepatectomy and pericardial and diaphragm resection and reconstruction. ...patient supine position and prepped with chg. Basic and major packs used.¿. The esu used was a g0217 with settings of coag 30-60 and cut 30-40. There was no impact or injury for the patient. The procedure was completed without an alternate device. The following will be listed as concomitant devices: return electrode e7505 number 243440257t; extended tip electrode edge 6.5 in blade e1455-6 and esu g0217. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, ultra surgical smoke evacuation pencil was being used on (B)(6) 2025 and the ¿plpul2020-long bovie tip burned through drape. Dual procedure with general surgery and thoracic. Exploratory laparotomy with partial hepatectomy and pericardial and diaphragm resection and reconstruction. Patinet supine position and prepped with chg. Basic and major packs used. The esu used was a g0217 with settings of coag 30-60 and cut 30-40. There was no impact or injury for the patient. The procedure was completed without an alternate device. The following will be listed as concomitant devices: return electrode e7505 number (B)(6); extended tip electrode edge 6.5 in blade e1455-6 and esu g0217. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.